Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator displayed a "patient output occluded" message. It was unknown how the issue was found. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator displayed a "patient output occluded" message. The customer reported that the device had a high blower temperature. It was noted that the blower required replacement as it does not activate when turning on the fan. The investigation is ongoing.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
New information was provided from the service engineer (se), it was noted that the device was in clinical use when the issue occurred. No patient or user harm reported. The se noted that the device had a failure in the blower that caused the device to not be able to perform the ventilation cycles. The se replaced the damaged blower with a new one. It was then reported that the se performed operation tests according to the manual, and confirmed that the device working correctly. The system meets the specification for the performed service and is returned to use.